Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited high pacing threshold measurements. The patient is not a pacemaker dependent. The physician will decide for clinical actions in the future. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Information was subsequently received that this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).